Event description:
It was reported that the tubing used for smof lipids in a bag and when doing line change, the first tubing set used did not work, the lipids flushed through the tubing almost to the end and then just stopped, despite all clamps being open. A new tubing set was obtained and lipids flushed through. However, it was noted that several times during the night, the pump would beep occluded requiring restarting the pump, removing tubing from pump and replacing, and tapping the filter. The lines were traced, all clamps open, tubing not kinked or pinched in bed. There was patient involvement but unknown impact.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.